Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump shows errors 41171, 4098, 2986, 2327, 1¿ was confirmed. The cause was unable to be determined. The reported issue was addressed by the replacement of the main board. Per visual inspection, the display glass was scratched, downstream occlusion (dso) seal has a bubble. The display glass and dso seal were also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had errors 41171, 4098, 2986, 2327, 1. There was no reported patient involvement.